Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s; (B)(6), 300-20-02 - equinox square torque define screw drive kit; (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha); (B)(6), 315-35-00 - glnd kwire.

Event description:
It was reported that a 72 yo female patient, initial left shoulder implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 6 years 11 months post the initial procedure. The surgeon converted the left tsa to a rsa. Extreme pitting on the backside of the implant was indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were able to be obtained. No further information.

Manufacturer narrative:
D1: corrected. H6: corrected medical device, component, and investigation clinical codes.